Manufacturer narrative:
Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory intact (not severed) with the helix mechanism in a retracted position. No sign of setscrew marks noted on the terminal pin. The lead passed electrical testing, pressure test and stylet insertion test; which indicates no electrical, insulation or blockage malfunctions were presented. Visual inspection revealed no abnormalities. Laboratory analysis was unable to confirm any unknown product performance issue, the lead passed all testing without showing any issues.

Event description:
It was reported that this lead was unable to be successfully implanted due to a product performance issue. It is unknown if another lead was used to complete this procedure. Attempts to obtain additional information were unsuccessful. This lead was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this lead was unable to be successfully implanted due to a product performance issue. There's no additional information regarding if another lead was used to complete this procedure. This lead was returned for analysis. No adverse patient effects were reported.